Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted approximately 3 weeks post-implantation due to dislocation. According to the reporter, three haptics were "over the bag." The incision was enlarged to remove the lens and a different model lens was implanted. A suture was placed.